Event description:
The customer states that they have been performing correlation studies with the imx sirolimus assay versus hplc and results have been acceptable. Recently, however, imx sirolimus results are not consistent with previous results and the values are now lower than the hplc values. The customer has been attaching imx sirolimus results as a footnote to the primary reported results from hplc. There was no impact to patient management reported.

Manufacturer narrative:
The product issue was an observed shift by a customer in imx sirolimus patient results between freshly drawn and stored (2-8 degrees c) whole blood samples after 24 hours. The investigation identified the cause as the properties of sirolimus in stored whole blood observed in development were not fully understood at the time; therefore, information regarding the analyte properties that were identified recently were not included in product labeling for specimen collection and storage. The studies determined that sample values may shift after storage at 2-8 degrees c or with freeze/thaw of specimens; however, the observed difference is generally not clinically significant. The investigation concluded that product performance has not changed since development of the assay, and that there is no impact on product functionality or product performance as a result of this issue. The reagent assay system is performing as intended. The sirolimus package insert is being updated to provide new information regarding sample storage and handling. Abbott has not received any reports of adverse events related to the affected lots of imx sirolimus reagents. This is a final report.